Event description:
On (B)(6) 2011, wife reported that pt was hospitalized on (B)(6) 2011 with hyperglycemia and diabetic ketoacidosis. Wife reported the physician "wants someone to look at the pump" before pt is released from the hospital. Wife declined to complete troubleshooting over the phone. Wife reported that pt's blood glucose elevated to 581 mg/dl, and his normal blood glucose is under 300 mg/dl. Pt bolused 10 units on the morning of (B)(6) 2011 and then bolused an additional 10 units. Pt checked his blood glucose and it was still elevated, and he called 911. He was given an IV and transported to the hospital by ambulance, and he was then given insulin. Wife reported the pt would call back later in the day to complete troubleshooting. Four attempts were made to follow-up with the pt, and these were unsuccessful. No product was requested for eval, and no add'l info was provided.